Manufacturer narrative:
(B)(4). It was not possible to identify the cause of the reported issue. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, inspection of the barcode label, a review of the flow cytometry standard (fcs) files, and the operating software (aos log) and internal logs. The aos log and barcode labels were not available when customer returns were requested. The submitted fcs files and data extract were reviewed by the subject matter expert, but with the limited information available it was not possible to identify the cause of the reported issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available customer data and investigation, a product deficiency has not been identified for the cell-dyn sapphire related to the reported event.

Event description:
The customer stated a cell-dyn sapphire analyzer generated a rrbc error for the tube in position 0105. The customer compared the tube in position 0105 (B)(4) to the tube in the instrument data log for position 0105 (B)(4) and found the sids did not match. Sample (B)(4) had been run previously in the day in position 1605, and had not been rerun. The analytical results presented on 0105 belong to (B)(4). No patient information was available in the data log for sample (B)(4) after the mismatch occurred. Sample (B)(4) was rerun on the analyzer without incident to confirm the correct results. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.